Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the clinic because they experienced pacemaker syndrome. When the clinician checked the implantable pulse generator (ipg), it stated elective replacement indicator (eri)/ recommended replacement time (rrt). The device was reprogrammed. When the patient went in for the device change out procedure, the device still had battery life and was reprogrammed. The device was explanted and replaced due to early eri. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.